Event description:
It was reported by svc report that the customer alleged that the zoom was not working properly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Svc tech tested the unit and found that it was working to specs.